Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a failed sensor and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated she was wearing the sensor and waiting on the sensor warm up and the sensor had failed. Further contact with the patient was made on (B)(6) 2018 and the patient mentioned that on (B)(6) 2017, after the sensor had failed, the continuous glucose monitor (cgm) displayed a low transmitter battery message. The patient stated she has hypoglycemia unawareness and blacked out. It was indicated that the ambulance was called and when they arrived, they checked her blood glucose and it was at 29 or 30mg/dl. The ambulance staff administered the patient with dextrose through a tube in her mouth. At the time of contact, the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).